Manufacturer narrative:
Failure analysis confirmed the insulin pump had a blank display due to moisture damage on electronic assy. Analysis was unable to confirm unexpected off no power alarms due to blank display.

Event description:
The customer mother reported via phone call that the insulin pump had moisture damage and off no power anomaly. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.